Event description:
Serious injury involving one person in june 1997, pt was diagnosed by dr with corneal ulcer in left eye. Lens model/water content: focus visitint/55%; lot#:6766031:eye involved: left, refraction: unk; duration of use (in months) wearing modality: unk; days lens worn: unk; last visit to dr prior to symptoms: unk; lens care system used: unk; disinfection system used: unk, was homemade saline used: no; days lens worn between cleaning and symptoms: unk; days between symptoms and calling dr; unk; self-treatment by pt: unk; hand washing before lens manipulation: unk; ulcer location: central, visual acuity before symptoms: unk; visual acuity after symptoms:unk; results of culture: unk; results of corneal biopsy and/or scrapings: unk; diagnosis: corneal ulcer: treatment administered unk; prognosis:unk.